Event description:
It was reported that, "when surgeon broached up to a size 4, the 4 press fit reliance prosthesis was attempted to be implanted and was too small in the femoral canal."

Manufacturer narrative:
The reported device was discarded at the hospital. Additional information pertaining to the event has been requested. When completed, the evaluation summary will be submitted in a supplemental report.